Event description:
The customer reported that the v60 ventilator was not properly displaying the tidal volume, minute ventilation, and waveforms. The device was in clinical use when the issue occurred. There was no delay in therapy and/or medical intervention reported. The patient was moved to a different ventilator. No patient harm was reported. The user was restricted from using the device, and the device was removed from service. No user harm was reported. The customer reported that the indicators for tidal volume (vte), minute ventilation (ve), and waveforms were not displaying properly. Upon checking the details, the device was used with continuous positive airway pressure (CPAP) mode 7, and an amara view mask was used with leak at about 40-60. It was also reported that vte was displayed over than 100 ml (milileters), and ve was 0. The patient trigger was at 100%, and the waveforms were not displayed properly. The customer reported that a "low inspiratory pressure" alarm was observed, and would not stop sounding with the setting. After removing the device from service, a sale representative evaluated the device, and found that trigger did not respond, and then the alarm sounded. When user changed the setting to st mode, the trigger responded without problems.based on the details provided, a malfunction occurred, and the v60 ventilator was not properly displaying the tidal volume, minute ventilation, and waveforms. This investigation is ongoing.

Manufacturer narrative:
E1:reporting institution phone #: (B)(6) .